Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had a lead migration possibly after taking a fall. Additionally, it was confirmed from an x-ray that the other lead fractured. Surgical intervention was undertaken on (B)(6) 2024 wherein the leads were explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.